Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker implant. During the implant procedure, it was noted that the device exhibited pacing inhibition when connected to the right ventricular lead, prior to being placed in the pocket. The device was not used and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.